Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-mar-2025. Investigation summary: bd received three photos and one sample for investigation. The first photo showed gel air bubbles at the bottom of the tube, and the second photo displayed a small amount of specimen within the tube. The returned sample underwent a visual inspection for gel air bubbles and failed. The returned sample also underwent a functional test for low or no draw, which confirmed that it was within specification. Additionally, 30 retained samples were visually inspected for gel air bubbles, with none failing. Furthermore, 20 retained samples underwent a functional test for low or no draw, and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and gel airbubbles - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, two (2) tubes exhibited gel air bubbles and underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, two (2) tubes exhibited gel air bubbles and underfilled. No adverse impact was reported regarding the patient or user.